Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the pulse generator exhibited oversensing. The device was reprogrammed successfully, this resolved the issue. The device remained implanted. No additional information was available, no patient symptoms reported.